Event description:
It was reported that the foley catheter was removed naturally after placement. There were no problems in the preliminary balloon test.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted an opened used two way foley catheter. Verified material number for catheter 2758j14 and manufacturing lot number ngjx4737. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjx4737. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house luer lock syringe. During testing, solution immediately leaked at the balloon due to a pin hole measuring 0.029 in. This is out of specification which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed naturally after placement. There were no problems in the preliminary balloon test.